Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of customer provided image confirms the product number, batch number, and the suture and suture anchors are out of the device. A review of the instructions for use found: if the deployment slider does not return to its most proximal position after t1 deployment, t2 will not deploy. The user may manually return the slider to its proximal position if necessary. Read these instructions completely prior to use. ¿a visual inspection revealed that the suture and anchors are not with the device. The needle curvature is per manufacturer specifications. The depth gauge is as manufacturer intended. The deployment actuator appears to have been deployed once as the push assembly is behind where t2 anchor would be. ¿a functional evaluation revealed the depth gauge works as intended. The deployment knob pushes the actuator forward to deploy t2 anchor which isn't present in device. A second activation with the deployment knob shows works as manufacturer intended. The device has no suture or anchors. A review of risk management files found that the reported failure was documented appropriately. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.

Event description:
It was reported that during meniscus repair procedure, t1 was deployed, but t2 fall off when preparing for the second puncture. No significant delay and a back up was available if there was a back up available to complete the procedure. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: additional information on b5.

Event description:
It was reported that during meniscus repair procedure, t1 was deployed, but t2 fall off when preparing for the second puncture. T1 was removed from the patient. No significant delay and a back up was available to complete the procedure. No other complications were reported.